Event description:
Customer reported via phone call that their buttons of the insulin pump were not responding. The blood glucose reading is 349 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.